Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2018 stating "failed dry leak test - housing leak" involving video colonoscope model ec-3890tlk/serial (B)(4) through the pentax medical service department. No other information was provided at the time of the report. The video colonoscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed, on (B)(6) 2018, an accessory stuck inside the forward water jet socket. This finding confirmed the customer's complaint. Other inspectional findings included: forward water jet delivery tube failure. Leak at pve connector. Lightquide prong cover glass set loose. Residue on objective lens. Suction tube resistance. Failed wet/dry leak tests. Pve electrical pin broken. F/w jet function testing not performed, unit compromised. Fluid invasion not observed in control body. Pve electrical connector frame mild corrosion. Residue on distal body. A good faith effort attempt was sent to the customer to gather additional information for the event. No information has been received from the customer. On (B)(6) 2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Repairs were performed on the video colonoscope which included replacement of the following components: o-rings and seals, distal end assy with tubes, adjusting collar, angle wire, bending rubber, distal attaching plate and screw, segment attaching screw, rl/ud pulley assy, suction channel lg, jet socket, electrical connector assy. The video colonoscope was shipped back to the customer on (B)(6) 2018.